Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the past 6 months the customer has experienced difficulty charging the pump. In addition, the pump battery was observed to be depleting quickly. On (B)(6) 2016 the pump battery depleted from 70% to 5% within one hour. Customer reported blood glucose (bg) level was 302 (mg/dl). A bolus via the pump was administered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.